Event description:
It was reported to philips that the system's footswitch was unable to trigger exposure intermittently. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the procedure had been completed using a wired footswitch. The philips field service engineer (fse) inspected the system on site and confirmed that the exposure pedal did not respond consistently. To resolve the issue, the fse adjusted the alignment screws for the exposure microswitches on the wireless footswitch. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. The codes were updated based on the investigation outcome.